Event description:
It was reported that during an implant procedure, a crackling sound was heard while deploying the indirect decompression spacer. The physician did not observe any visible issues with the spacer and continued the procedure; however, the spacer would not deploy. The spacer was removed, and damage to the spindle cap was observed. Another spacer was used to complete the procedure. Physical analysis was not conducted in our laboratory, as the device was not returned due to contamination.